Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot #: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was liquid leakage from the connection part of the tube and the connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Seven devices were returned for evaluation. The devices were visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. A leak was observed between the tubing and female luer of the cassette. The probable cause of the reported issue was due to solvent application.